Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint #2020-10-0000088 distribution history: this complaint unit was manufactured at csi on 4/22/2019 under wo #258558 & 258559 and shipped on 4/23/2019. Manufacturing record review: DHR's 258558 & 258559 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a no similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 95006. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Note: the problem description suggests the unit may have been powered off. A setting in one of the modes will remain unchanged if switching between modes. However, if the unit is powered off or disconnected from power the default settings for each mode will set in. Coag's default setting is 25. *correction and/or corrective action the unit tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "when nurse pressed coag watts went from 50 to 25, and audio tone sounded different" repair tech stated "complaint is "normal" no defects." Reference repair order# 95006 ref : e-complaint-2020-10-0000088 1216677-2020-00236 leep precision generator lp-20-120 e-complaint-2020-10-0000088.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the condition reported.

Event description:
Customer stated "when nurse pressed coag watts went from 50 to 25, and audio tone sounded different" repair tech stated "complaint is "normal" no defects." (B)(4). 1216677-2020-00236 leep precision generator lp-20-120 (B)(4).